Manufacturer narrative:
The user interface (ui) assembly was returned to the manufacturer for failure investigation. Visual inspection of the user interface assembly revealed no evidence of damage or contamination. The burn-out cold cathode fluorescent lamp (ccfl) backlight causes the dim display.

Manufacturer narrative:
The customer confirmed and duplicated the reported issue. The customer replaced the touchscreen to resolve the issue. The unit was tested, and it was returned to service. The device was not in use on a patient. No patient or user harm was reported. The device was being set up for treatment when the reported event occurred; there was no delay in therapy.

Manufacturer narrative:
Date of report: 16jun2021.

Event description:
The customer reported dim display and they were unable to adjust the settings. It is unknown if the device failed while in use or outside of use. More information has been requested. There was no patient or user harm reported. The remote service engineer (rse) suspected the liquid crystal display (lcd) was the issue. The investigation is ongoing.